Event description:
The manufacturer received information alleging two black spots on lungs and undergoing surgery two years ago. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.